Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine cause of the event.

Event description:
It was reported by the patient that following a surgery where rods were implanted, the rods were discovered to be broken. Patient states she needs to have the rods removed. No additional information was provided.